Event description:
Reporter alleged obtaining discrepant blood glucose results of 350 mg/dl and 166 mg/dl on advantage system 1 compared back to back with a result of 87 mg/dl on advantage system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 301729, expiration date 06/30/2010).